Manufacturer narrative:
The endoscope was inspected by pentax medical service under service order (B)(4). The technician observed debris inside the biopsy inlet t-piece, a slice in the operation chanel, kinking of the water jet delivery tube, the air delivery tube and the water delivery tube and a hole in the number 1 remote control button cover. The technician perforemd a cleaning and disinfection, angulation adjustment and video image calibration. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
During a service inspection the technician noticed debris inside the biopsy inlet t-piece of a ec38-i10l video colonoscope.